Event description:
Metal shavings were seen in the patient joint following product use. The device is part of an arthroscopic resection system.======================manufacturer response for dyonics arthroscopy surgery blade, dyonics arthroscopy surgery blade (per site reporter).======================switched out the remaining product.